Manufacturer narrative:
The device history record (DHR) for lot 819070 indicates no related defects were found in the visual samples or the physical samples inspected from the lot. There were no ncrs issued against the lot. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. Process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and revealed no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. Since there were no samples returned with this complaint the exact nature of the reported condition could not be determined. The 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter. The lot met the acceptance criteria and was released. Since there were no findings related to the reported condition, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
The customer reports: vaccine squirted out of syringe hub while ma was administration vaccine.